Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a vf episode showed inappropriate hv therapy due to a double counted wide complex on the v-sense amp channel. Review of chest x-ray noted slack was gone from the svc coil up near the patient's thyroid. The lead was explanted and replaced.